Event description:
In 2004, pt was receiving tpn through a b. Braun outlook safety infusion system 200 infusion pump. The rate was set at 64.6 cdc per hour. At approximately 5:00 p.m., the tpn bag was finished. At approx 6:00, a new bag of tpn was hung. When infusion started, the rate increase from 64.6 cc per hour to 964.6 cc per hour. The power to the b. Braun outlook 200 was turned off. It was restarted at 8:15 p.m. And the rate was 64.0 cc per hour. Pt was status post gallstone removal. After the infusion, pt had a near respiratory arrest and experienced severe hyperglycemia. Pt experienced a non-rhythmic seizure. Pt was intubated and comatose. The clinical impression after the event was acute encephalopathy with seizures. Twenty-six days later, an electroencephalogram was performed. The eeg was read to reflect chronic encephalopathy. After exubation, pt has some purposeful movement of extremities with some periods of semi-wakefulness with no speech and no evidence of understanding of speech.